Manufacturer narrative:
The event was initially reported on the pump (reference MFR report # 2916596-2014-00628); however, during the eval of the system controller, the controller did not operate the pump. The system controller was returned to the MFR for eval, and the analysis confirmed a relationship between the returned system controller and the reported event of a low flow message on the display module. During analysis, the system controller was connected to the laboratory equipment and was unable to operate the test lvad as rec'd. Also, a low flow alarm was displayed on the system monitor and a red heart visual alarm displayed on the front panel of the system controller. The eval of the device revealed a short circuit condition within a component that damaged a fuse for the main voltage regulator, resulting in the pump to stop. The analysis could not determine what contributed to the short circuit condition of the component. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt had been out with a friend for supper and when she arrived at her sister's house, and audible alarm were heard. When the pt arrived at the house she stated that she needed to change her system controller. While the pt sat down on the couch the pt's sister indicated that the pt experienced shortness of breath and sweatiness. The pt did not get her first battery changed to the new system controller before she passed out. It was reported that the pt's family went into the bedroom and found that the pt was on the floor. At this time, the pt's sister contacted emergency medical services (ems) and her brother-in-law called the pt's mother for help. The brother-in-law ran downstairs to get the power module and brought it to the pt. The brother-in-law hooked the pt up and the display module was reading "low flow." It was reported that neither the sister and brother-in-law knew how to change-out the system controller, nor did they get instructions from the pt's mother or the MFR for assistance. The pt was apneic and "pulseless" when the first responder arrived. The first responder listened over the pump and did not hear heart tones or the pump. No CPR was performed at the scene. Airway and IV access were established before the ambulance arrived (which was about 18 mins from the time the first responder called another member). The pt could not be revived and was taken to a local hospital and was pronounced dead. An autopsy was not performed. During the investigation of the system controller, the controller did not operate the pump.